Manufacturer narrative:
Corrected data: further information was provided and reported lens was confirmed not damaged. There was no haptic or optic damage. There was no patient injury and a vitrectomy, incision enlargement, or sutures were not required. The surgeon voluntarily stopped the insertion when patient moved which is no longer considered a reportable malfunction and no further information will be provided. The following sections have been updated accordingly: section h6: device code: 1069 lens damage code provided in the initial report is no longer applicable. Section h6: health effect - impact code: 4631 removal/replacement provided in the initial report is no longer applicable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section b3: date of event: unknown/not provided. Section d6a: if implanted; give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted; give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) was defective. It was partially inserted in the patient's left eye when the patient moved, the iol was removed and replaced during the same surgery. There was no incision enlarged, vitrectomy, or suture performed. The procedure was completed successfully with another johnson & johnson lens (same model and diopter). No further information received.